Manufacturer narrative:
The event was investigated with the customer, who provided additional details that the system was used on a bad outlet. This most likely led to the burning of the cable due to arcing. The customer is planning to replace the outlet at their facility.

Event description:
The customer reported the facility outlet was burnt and one of the prongs on the power cable was burned off. The affiniti 50 ultrasound system does not turn on anymore. The system was outside of patient use. The customer reported the power cable was changed at the facility without philips assistance. The issue was resolved, and no one was hurt. Philips has started an investigation for this complaint.